Event description:
The facility reported an infusion pump that "turns itself on." Info was not provided regarding whether the reported event occurred during pt use. Although attempts were made by baxter customer service, details were not provided regarding additional contact info, pt demographics, medication involved, or device programming. The hosp stated they have no record of any pt incident since the last baxter service event.